Manufacturer narrative:
Upon reassessment of the reported event and the investigation results, it was determined to be not reportable as the device was found disassembled and not fractured. The initial report was forwarded in error. Upon reassessment of the reported event and the investigation results, it was determined to be not reportable. The initial report 0001825034 - 2023 - 00901 was forwarded in error. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event and the investigation results, it was determined to be not reportable. The initial report was forwarded in error.

Event description:
It was reported that the t handle came apart during surgery. Nothing fell into the patient and the procedure was completed using an alternate handle. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device in process to return.